Event description:
Boston scientific received information that this patient, with this cardiac resynchronization therapy defibrillator (crt-d), requested data from his device from the past 6 months. This crt-d was recently explanted, and there was no printout in his folder of the device from the download performed at the explant procedure. This patient wants to compare dates/times of events with occasions he did not feel well. It was also mentioned this patient passed out on one occasion. There were no additional adverse patient effects reported.

Event description:
Subsequently, additional information was received that there is no intended return of this crt-d. A response letter was written to the patient regarding his concerns. This patient was satisfied, and no futher issues were encountered.

Manufacturer narrative:
Subsequently, this crt-d was returned to boston scientific. Upon completion of analysis. This report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
This crt-d was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
This crt-d will not be returned to boston scientific for analysis.